Manufacturer narrative:
On previously submitted report, a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an active exhalation verification system test failed on the device. The device's three-way solenoid valve was replaced to address the issue. Additional findings not related to the malfunction/issue the silver border was damaged, and the vanity cover was replaced to address this issue. Afterwards, a final and running tests, battery and valve checks were performed on the device. A cleaning of the device was performed, and the device was found operational. The three-way solenoid valve was evaluated by the manufacturer's product investigation laboratory (pil) and found the three-way solenoid valve functioned as designed and operated without issue or error codes.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an active exhalation verification system test failed on the device. The device's three-way solenoid valve was replaced to address the issue. Additional findings not related to the malfunction/issue the silver border was damaged and the vanity cover was replaced to address this issue. Afterwards, a final and running tests, battery and valve checks were performed on the device. A cleaning of the device was performed, and the device was found operational.